Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the aortic intramural hematoma could not be confirmed, however, the patient¿s calcification may have been a contributing factor. The patient¿s death did not appear related to the aortic intramural hematoma. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure the patient was hypotensive throughout the procedure and, after deployment of a 29mm sapien 3 valve, tamponade was observed on echo and an intramural hematoma was observed in the ascending aorta. The tamponade was successfully treated with a pericardiocentesis drain (left in place). After transfusion of platelets and plasma, the tamponade resolved, the patient stabilized and was transferred to critical care. Later that evening, svt was noted on cardiac monitor. Serum potassium was 2.5 meq/l (hypokalemia) and a total of 40meq of intravenous potassium was administered. One hour later, the patient¿s bp acutely dropped and repeat echo showed no significant effusion present. The pericardial drain was flushed and aspirated with only minimal drainage obtained. The patient then went into pea, CPR performed and repeat labs were drawn, revealing hyperkalemia 7.7 meq/l. Concurrently, repeat echo showed cardiac standstill and a small ¿insignificant¿ pericardial effusion (much smaller in comparison to intraoperative tamponade) and no problem with the bioprosthetic valve. Well known side effects of hyperkalemia include arrhythmias and cardiac arrest. Despite CPR and medications, the patient expired.